Event description:
Rptr alleged the multiclix lancet broke off into his finger. No action or resulting treatments were reported. A request was made for the return of the suspect device and replacement product was sent.